Event description:
On (B)(6) 2013, it was reported that the patient was scheduled for a full revision surgery because the lead is broken. The patient underwent a full revision surgery on (B)(6), 2013. Attempts have been made for the return of the explanted products but they have not been received for product analysis.

Event description:
The physician previously reported that the increase in seizures that accompanied the high lead impedance was still at or below pre-vns seizure frequency level. Clinic notes dated (B)(6) 2012 indicated the patient had about 4-6 seizures in the past year. On this date, high lead impedance was first observed. The patient was noted to have improvement of seizure control with vns. Then on (B)(6) 2012, the patient presented for follow-up and reported that he had one seizure in the last two months, but was concerned that he was having seizures in his sleep. On the next visit on (B)(6) 2012, the patient was reportedly doing relatively well and had not had any further seizures in the prior 12 days. He had several seizures (B)(6) due to low medication level, and he was hospitalized as a result. On the last visit on (B)(6) 2013, the patent ran out of medications and had several partial seizures. The patient remained relatively well and continued to try to get insurance coverage for vns replacement which the physician recommended. Hospital notes dated (B)(6) 2012 report the patient presented due to multiple seizures starting on (B)(6) 2012. He presented to the emergency room and had a generalized tonic-clonic seizure. The patient had an eeg performed with normal results. Although surgery may occur, it has not occurred to date.

Event description:
It was reported on (B)(6) 2012, that a vns patient can no longer feel stimulation and his seizure frequency had increased. The physician attempted to perform diagnostics and on systems diagnostics he received 7/limit/high/no. The physician was new to the patient so information regarding programming changes performed prior to this appointment as well as seizure baseline frequency were not known to him. The patient stated that the increased seizure frequency and no longer feeling the device stimulating began a few months ago and the physician believed these issues were due to the high lead impedance. The patient only reported an increase in one seizure type to the physician however the seizure type was not provided to the manufacturer. There were no reports or observations of trauma or device manipulation. The device has been programmed off and surgery is not going to occur at this time.

Manufacturer narrative:
.

Event description:
The generator was received for analysis on (B)(4) 2014. Analysis of the generator was completed on (B)(4) 2014. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. Since the lead was not returned with the generator it is believed that the lead was discarded and will not be returned for analysis.

Manufacturer narrative:
Suspect medical device serial #, lot #, expiration date, corrected data: this information was not known at the time of the initial report. Device manufacture date, corrected data: this information was not known at the time of the initial report.

Event description:
The patient's implant card for the vns implant surgery on (B)(6) 2006, was received by the manufacturer. The card indicated that the lead impedance was okay following implant.